Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an indent under the back te pads that caused bleeding. There is no indication that the patient received medical intervention. Outcome of the wound is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Na.